Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1: initial reporter establishment name complete entry: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat highly sensitive troponin-I result generated for a patient sample. The following data was provided (customer¿s reference range <34.2 pg/ml): sample ID: (B)(6) initial result = 29796.8 pg/ml, repeat result = 21015 pg/ml, new sample result = <1.9 pg/ml. The previous sample was high with a value >50000 and it is a suspected carryover issue. The sample before the one in question showed significant agglutination, and its result was >50000. The sample probe had adhesion when aspirating the sample, which was not completely washed out. As a result, separation gel was pierced with this sample, leading to sample contamination. No impact to patient management was reported.

Manufacturer narrative:
Additional information section b5 describe event or problem. The instrument was inspected and troubleshooting procedures were performed. A gel substance was observed on the sample probe, and the sample alinity pipettor probes were cleaned. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. A review of tracking and trending for the alinity pipettor probes did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation and information within the complaint record, the alinity I processing module, serial number (B)(6), and alinity pipettor probes, are performing as intended. No systemic issue or deficiency of the alinity I processing module for serial (B)(6), or the alinity pipettor probes, were identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a patient sample. The following data was provided (customer¿s reference range <34.2 pg/ml): sample ID (B)(6) initial result = 29796.8 pg/ml, repeat result = 21015 pg/ml, new sample result = <1.9 pg/ml. The previous sample was high with a value >50000 and it is a suspected carryover issue. The sample before the one in question showed significant agglutination, and its result was >50000. The sample probe had adhesion when aspirating the sample, which was not completely washed out. As a result, separation gel was pierced with this sample, leading to sample contamination. No impact to patient management was reported. 17oct2025 additional information was provided by the customer. The patient was admitted to the hospital, however, a few hours later had a repeat blood draw that was normal without any medication given. There was no further impact to the patient reported.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a patient sample. The following data was provided (customer¿s reference range <34.2 pg/ml): sample ID (B)(6), initial result = 29796.8 pg/ml, repeat result = 21015 pg/ml, new sample result = <1.9 pg/ml. The previous sample was high with a value >50000 and it is a suspected carryover issue. The sample before the one in question showed significant agglutination, and its result was >50000. The sample probe had adhesion when aspirating the sample, which was not completely washed out. As a result, separation gel was pierced with this sample, leading to sample contamination. No impact to patient management was reported. 17oct2025 additional information was provided by the customer. The patient was admitted to the hospital, however, a few hours later had a repeat blood draw that was normal without any medication given. There was no further impact to the patient reported. 22oct2025 additional information provided. The previous information provided on (B)(6) 2025 was incorrect and did not pertain to this patient. This patient was not admitted to the hospital and did not have a repeat blood draw that was normal without any medication given. There was no impact to the patient reported.

Manufacturer narrative:
Additional information in section b5 - describe event or problem.